Event description:
Boston scientific received information that during follow-up, high out of range pacing impedance values were exhibited with this right ventricular lead. Additionally, high thresholds and system noise, were reported. No inappropriate therapy has been delivered; however, the physician has elected to intervene so as to investigate lead integrity. To date, no adverse effects have been reported. The patient is stated to be non-pacer dependant. Subsequently, the physician elected to intervene and investigate root cause. During the surgical procedure, no lead fractures were observed. Although no integrity issue was confirmed, another lead was implanted, as continued high out of range measurements had been exhibited. This lead was surgically abandoned with no resulting adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected and no return of product, our investigation is complete. This investigation will be updated should further information be provided.